Event description:
The customer reported the device is beeping and displays a red x. The customer stated the battery is not getting charged. There was no report of pt involvement.

Manufacturer narrative:
(B)(4).